Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for device change out due to advisory. Prior to the procedure high, out of range, high voltage capture threshold was observed on the rv lead. Lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable and will be monitored with routine follow up.